Event description:
The battery cap threads for the laryngoscope keeps stripping and the cap will fall off. This lets the batteries fall out and they can be drawn to the magnet.what was the original intended procedure?MRI study.